Event description:
New information received indicated that the lead was explanted and replaced. The patient condition was unknown.

Event description:
It was reported that the patient's lead exhibited noise. It was suspected to be due to electromagnetic interference (emi). No intervention was performed. No patient consequences were reported.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found as received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction.